Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an endometrial ablation, the device caused a burn to the patient. The reporter was unsure why this happened, stating they could not determine if it was caused by a fault with the resectoscope or the diathermy generator. The patient was reported to be doing well but no additional treatment or status details were provided.